Event description:
The manufacturer received information alleging a low exhaled tidal volume alarm occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module and overhead blower filter was replaced to address the issue.